Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced blood loss, pelvic relaxation, symptomatic posterior compartment defect with obstructed defecation, hypertonic muscle dysfunction, prolapse, perineal descent, mesh exposure, high urethral pressures, (inflammation of the bladder), spotting, vasovagal episode, epidural not working/full sensation across her perineum, cervical polyp, "uterus came almost to the introitus," large apical fascial defect, tight skin bridge, band of tissue, shortened vaginal caliber, leakage, "allis-adairs were attached to the hymenal ring," foul smell to urine, odor, blood in urine (hematuria), abdominal pain, urinary tract infection, dysuria, lower quadrant pain, tenderness, teary eyed when talked about issues, fear, suture inside posterior fourchette, and non-surgical and additional surgical interventions.

Event description:
It was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced painful intercourse, mesh erosion, and continued stress incontinence. Associated MDR: 1018233-2012-00593.

Manufacturer narrative:
The device remains implanted. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align urethral support system may include but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).